Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the ot 1200 surgical table. The technician inspected the table and found scrape marks on the zippered covers where the bolt is located. The technician removed the bolt that had been reinstalled by user facility personnel and confirmed no damage was noted. He reinstalled the bolt, tested the table and confirmed it to be operating to specifications. The ot 1200 surgical table was returned to service, and no additional issues have been reported. A 3-year complaint review was performed and confirmed this to be an isolated event. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure, the bolt holding the right leg spar of their ot 1200 surgical table "came out" subsequently causing the right leg spar to lower in height. User facility personnel repositioned the leg spar and reinstalled the bolt. The procedure was successfully completed following a delay. No report of injury.